Event description:
Boston scientific received information in (B)(6) 2012 from a patient information verification form that this patient had died. According to a hand written note from a family member, the patient died one-day following the implant of this device. There were no reported allegations or complaints against the device's operation or functionality. No reports that the use of the device or the procedure cause or contributed to the patient's death.

Event description:
Subsequently, boston scientific received information that this local representative spoke directly with the implanting physician. According to the physician, there were no allegations or complaints against the device's operation or functionality. There were no complaints that the use of the device caused or contributed to the patient's death. The physician commented that the death was more related to general decompensation of the patient's health.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.